Event description:
Per an op note from the hospital, this rv lead had noise and had evidence of a fracture. The physician decided to change out the ICD at the same time to prevent another surgery in the near future. There were no adverse patient events reported. There were no complications. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.